Manufacturer narrative:
Updated. This file was reviewed and deemed a serious injury because the patient required medical intervention because of the alleged malfunction.

Event description:
The customer reported no volume is being delivered. A patient was placed on the v200 in pressure control ventilation mode. It was noted that the patient was not receiving any volume. In addition, there were no measured units in the tidal volume ventilation boxes. That patient was then tried on volume control of 600mls and again no volumes were detected. The positive inspiratory pressure was changing and the chest was rising. The patient was taken off the ventilator and ventilation was provided via ambu bag while the ventilator was switched out. The patient remained stable and no patient harm occurred.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no volume is being delivered. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
A field service engineer resolved the reported problem of, ¿no volume is being delivered¿ issue was resolved by replacing pcba sensor. The vga controller and the power supply were also replaced. The unit passed all required testing and was returned to service. The device is ready for clinical use. Failure investigation was completed on returned parts. The sensor board and visual inspection of the sensor board did not reveal any signs of damage or contamination and was tested and no failures were identified. The third generation power supply visual inspection and did not reveal any signs of damage or contamination. The power supply was tested and no failures were identified. All accuracy and performance testing passed.